Event description:
An eye care professional reported that a hospital doctor was treated for a pseudomonal ulcer associated with wear of an 02 optix contact lens. Hospital records state that the patient slept with the lenses in overnight in 2005. The following day they developed redness, irritation and photophobia in their eye. They used chloramphenicol but as there was no improvement, they went to the hospital. The hospital opthalmologist observed bulbar injection, and a small ulcer (located at 2 0'clock position) with little intraocular reaction. The cornea was clear but with epitheleal defects over the central area. The diagnosis was keratitis in the left eye, and the patient was prescribed ciloxan 4 times daily and advised to discontinue lens wear. The patient was reviewed on daily basis and advised to continue treatment with ciloxan. At follow-up examination there was improvement in the patient's condition. Slight bulbar redness remained but the patient's cornea was clear with no superficial epithelial defects observed. Advised to continue treatment for 4 more days after which lens wear could resume. Event resolved with no reduction in visual acuity. No further information is available.